Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump shut off without warning. The customer stated they had full battery in the morning, and by the afternoon, the insulin pump would not turn on. Customer stated the issue was recurring. The customer was advised their insulin pump needed to be replaced. No additional information provided.